Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass, on the third or fourth fire, the clips scissored and did not ligate. The clips scissored at the distal tip. The procedure was completed with a like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 3/17/2020. D4: batch # t94u2a. Investigation summary: the analysis results found that the er420 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.